Event description:
It was reported that a console needed to be restarted in the middle of a case due to a e1 error.

Manufacturer narrative:
Product was received in-house and sent to vsi for evaluation and service. The customer's complaint of the scope not imaging has not been confirmed. During the estimation it was found that the scope is leaking from the channel. The angle section and light guides are broken. The master spiral is kiinked and the scope is imaging poorly due to the damages found. The following parts were replaced/fixed: adaptor, working channel. Ferrule, working channel. Assy, urt-7000 final insertion tube. Assy, vent cap, stryker. Lanyard, sealing cap (sci). Probable root causes: the angle section and light guides being broken. The master spiral being kiinked. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a console needed to be restarted in the middle of a case due to a e1 error.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.